Event description:
It was reported that the ventilator shutdown there was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. There are no indications of a shutdown or any technical error codes to indicate any ventilator malfunction. Successful pre-use check was performed prior start of ventilation.there are no indications of ventilator malfunction.